Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit failed the function test with the test hand switch (step 80) and started to run as soon as the switch sleeve was turned to the forward and reverse mode. Therefore, the reported condition was confirmed. It was further determined that the device magnet was corroded and an unknown liquid was found inside of the electric components. The assignable root cause was determined to be due to cleaning and sterilization procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that the electric pen drive device and the hand switch device while being used together would start but would not stop until unplugged. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted